Event description:
Additional information: the patient was given oral meds to avoid withdrawal. The patient recovered without sequelae.

Event description:
It was reported that the entire pump system was removed on (B)(6) 2011 due to infection. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: the date of onset/diagnosis of infection was noted as 2011-(B)(6). The date of last refill was 2011-(B)(6). Si gns/symptoms included redness, swelling, drainage, pain. The location of infection was the device pocket. Patient was hospitalized and both IV <(>&<)> oral antibiotics were started. It was unknown if cultures were obtained. Total device system was explanted as reported previously. Patient experienced csf (cerebrospinal fluid) leak post explant and drug withdrawal symptoms chills and was taken to ER. Infection was resolved. Drug delivered via the device was fentanyl.

Manufacturer narrative:
Catheter model # 8709, lot # n113902022, implanted: (B)(6) 2008, explanted: (B)(6) 2011.